Manufacturer narrative:
The field service engineer (fse) was unable to determine a root cause for the event. The fse replaced pinch tubing, the sipper nozzle and the tubing from the sipper to the electrode. The customer ran calibration and qc with no issues. Calibration and qc were acceptable. Sample short and sample probe up/down alarms were observed on the alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has had no further issues since the service visit.

Event description:
The initial reporter noticed that sodium (na) results were trending up on a cobas 6000 c (501) module and decided to repeat patient samples on a different c501 module. Upon repeat testing, discrepant results were identified for 6 patient samples tested for ise indirect na, k, ci for gen.2. Based on the data provided, 1 of the 6 patients also had discrepant glucose results. The initial results were reported outside of the laboratory. The repeat results were believed to be correct. The na cartridge lot number was t95. The expiration date was not provided. The cl cartridge lot number was k73. The expiration date was not provided. The k cartridge lot number was b34. The expiration date was not provided. The glucose reagent lot number and expiration date were not provided.